Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary drug eluting stent treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent to the right coronary artery (rca), but it would not pass through a previously placed stent. Upon removal, it was noted that the stent struts were flared. No pt complications were reported. Pt condition is noted as "ok".